Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found extensive damage mid and distally to the stent, including distortion, lifting and elongation of the distal segments over the balloon cone and bumper tip. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed, there was no evidence of balloon damage along the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20-jan-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca). A 28x3.50mm promus premier¿ stent was used to advance to the lesion but the device was unable to cross the lesion due to the tortuosity and calcification of the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.